Event description:
It is reported that the patient has been revised due to a nickel allergy.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. A product history search revealed no additional complaints against the related part and lot combination. Returned legal letter indicates that the patient has serious permanent injury to the right knee with a revision necessary. The component implanted contained nickel, despite the patient reporting an allergy to this material. It is unknown whether the surgeon was aware of the nickel allergy or if the surgeon believed he was implanting a tivanium/nickel-free component. Product labeling was reviewed and confirmed to contain material information, zimaloy co-cr-mo alloy, for the cr-flex component. Review of the revision operative report indicates a lesion of the internal collateral ligament. The components were reported to have no signs of loosening, but some valgus laxity was evident. It is likely that the damage to the ligaments and the described injuries are a result of the patient condition and the selected implanted component.